Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit has a sterilization of seal issue that needs to be reviewed. There was no patient impact or delay. Due diligence is complete and there is no additional information available.